Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer bhm medical, inc ((B)(4)). A complete investigation was performed by the manufacturer. There is a trend of about 2 similar incidents in average yearly, worldwide, and the occurrence rate appears to be very low when compared to the number of transfer daily performed with similar models of slings. No relevant info was found when reviewing the manufacturing process and the history of this the floor lift. The history review of the sling was not performed since this accessory is not manufactured by arjohuntleigh. The relevant product involved was not requested to be returned, because there was no description or allegation of non-conformity of the floor lift. Slings are available in multiple sizes to accommodate different size of pts (small, medium, large, etc.). In the event description, the sling was mentioned to be an extra-large, and the pt weight was (B)(6), which in the case of most arjohuntleigh slings, should correspond to a small sling. Based on knowledge of this type of product and previous investigations, it is clear that the pt was not properly fitted for the sling. Based on the knowledge of this type of product and previous investigations, it is concluded that a wrong choice of sling is the most likely root cause of this event. It could be related to the non-following of sling labelling on several points: not using the appropriate sling considering the state of the pt and/or not choosing the correct size of sling. The presence of the established use errors seems to indicate insufficient knowledge and execution of the labelling of the sling. Furthermore, the facility confirmed that the device was used improperly and that the injury sustained was due to user error and not device deficiency. The lift and sling remained in use. It is recommended to retrain the personnel on the sling choice regrading the pt's condition and weight and record this retraining.

Event description:
It was reported by (B)(4), that the facility was using a hoyer 600 lift to transfer the pt using an extra large sling. The pt slid out of the sling and sustained a head injury consisting of a bruise and laceration, which required two staples.